Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the blood control feature on the bd insyte¿ autoguard¿ bc shielded IV catheter did not work. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we had another issue with our blood control catheters not controlling the blood. Lot 0147457. It was a 20 gauge."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/30/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used catheter adapter with its original packaging. Through visual/microscopic examination, the unit revealed that the actuator had been pushed through the septum and no evidence of damage was noted. Since the unit had been used, testing for leakage beyond the septum could not be performed. The septum was microscopically inspected for damage and no visible defects were observed. Bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the blood control feature on the bd insyte¿ autoguard¿ bc shielded IV catheter did not work. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we had another issue with our blood control catheters not controlling the blood. Lot 0147457. It was a 20 gauge."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the blood control feature on the bd insyte¿ autoguard¿ bc shielded IV catheter did not work. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we had another issue with our blood control catheters not controlling the blood. Lot 0147457. It was a 20 gauge."